Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-ID was unresponsive. A field service engineer pulled the bio-ID and reseated the cable. The fse also reloaded the hid bio-ID drivers and tested the bio-ID with hardware test application software. The user logged in multiple times. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es bio ID required maintenance and only allowed for password entry, not fingerprint recognition. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.